Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a patient is seeking a second and third medical opinion. The patient had x-rays and pending CT scans. It was reported that the patient's left foot is deformed, and the implant has fragmented and moved. The patient was informed by their surgeon that the procedure was a failed surgery that will require a "risky" revision surgery.